Event description:
The surgeon attempted to implant an aa4203tl toric silicone lens. The lens tore as it was advancing out of the cartridge. Lens was not implanted. No patient injury. The facility stated that it was due to the cartridge.